Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00605, 0001825034-2020-00606. Medical devices: vanguard cr ilok fem-lt 70 catalog#: 183032 lot#: 611450; vngd ant stblzd brg 18x75 catalog#: 189088 lot#: 417740. Reported event was confirmed by review of medical records. Medical records were provided and reviewed by a health care professional. Review found radiology review from implant date with good fixation, good joint space and healing. Two weeks post-implantation patient had pain, needs support while walking, moderate effusion and arom 25-67 deg. Four weeks post-implantation radiology review found no loosening or signs of infection. Rom 98 deg flexion with pain. Three months post-implantation lacks 20 deg extension, difficulty walking and pain, 98 deg flexion. Plan for manipulation. Patient has had 13 knee surgeries. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient is experiencing difficulty ambulating, flexion contracture, and severe pain approximately 5 years and 3 months post implantation. The patient was scheduled for a manipulation under anesthesia, but no confirmation of the intervention has been received. The patient reports continued difficulty with his left knee. Attempts to obtain additional information have been made; however, no more is available.